Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and hydrocephalus are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful stent assisted embolization of the unruptured basilar tip aneurysm. Post procedure, imaging showed thalamus, corpus callosum and cerebellum stroke complicated by hydrocephalus. The patient suffered "clouding of consciousness". A cerebral shunt was placed to treat hydrocephalus. The patient condition was reportedly improved. The patient can walk using handrail but ¿clouding of consciousness has not fully resolved.¿ the physician stated that the causal relationship to the subject device is unknown but the adverse consequence related to the procedure.

Event description:
The patient underwent successful stent assisted embolization of the unruptured basilar tip aneurysm. Post procedure, imaging showed thalamus, corpus callosum and cerebellum stroke complicated by hydrocephalus. The patient suffered "clouding of consciousness". A cerebral shunt was placed to treat hydrocephalus. The patient condition was reportedly improved. The patient can walk using handrail but ¿clouding of consciousness has not fully resolved.¿ the physician stated that the causal relationship to the subject device is unknown but the adverse consequence related to the procedure.

Manufacturer narrative:
The device remains implanted.